Event description:
It was reported by the user facility that a saline bag back filed during recirculation. There are no patient involvement. The air separator assembly was replaced. The machine remains out of service.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and typically not during dialysis mode. The saline bag refilling with dialysate was generally observed visually during recirculation. There have been no adverse events associated with the reportable issue. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The air separator assembly was replaced due to corrosion. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances discovered during the manufacturing process. In addition the batch record review confirmed the labeling, material, and process controls were within specification.